Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010 and suture was used to close the fascia. The patient started bleeding from the incision site the night of (B)(6) 2010. A exploratory laparotomy was performed on (B)(6) 2010 and it was discovered that the suture that held the fascia together was no longer intact. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. A possible batch number is reported as follows: product code z358t, batch cek037, mfg date: 05/28/2010, exp date: 01/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.